Event description:
The device was explanted and returned to the MFR. F/u with the physician revealed that there was an infection of the implant site. No treatments or other details were provided. It was noted that the pt recovered without sequelae.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A f/u medwatch report will be sent when the analysis is complete, and/or, when add'l info is received from the hcp.